Manufacturer narrative:
Event site postal code (B)(6). Additional information : name (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Call was handled by onsite trained biomed technician. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Other text : biomed done the repair.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for colleagues patient on an iabp. Stated the cs300 was alarming low vacuum. Resumed therapy as normal but the message was still visible. Customer was advised to change out the console. Another unit was located and the necessary pump information for service to be performed and complaint generated. Customer was guided in the process of transferring therapy and it was accomplished with minimal downtime. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.